Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: db-2201-30dc serial #: (B)(4) description: 30 cm twist lead, 0.016 tungsten stylet model #: nm-3138-55 serial #: (B)(4), 1073209 description:55 cm 8 contact extension kit the devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads and lead extensions revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient banged his head. Scabs and an infection appeared at the lead insertion site of the cranial leads. The patient was hospitalized and received IV antibiotics starting on 10-apr-2017, for 6 weeks. The patient then underwent an explant procedure where the cranial leads and lead extensions were removed on (B)(6) 2017. The infection has resolved and the patient is doing well. The physician assessed that the infection was not severe and it is unknown if the infection was related to the device or the procedure.